Event description:
During an elective procedure, the surgeon asked for a blue towel (sterile drape). It was his preference to use it in the abdominal cavity. The tech wet and handed him the towel. The towel had no radio-opaque marking nor was it an item that was ever counted. The towel was left in the patient.

Event description:
During an elective procedure, the surgeon asked for a blue towel (sterile drape). It was his preference to use it in the abdominal cavity. The tech wet and handed him the towel. The towel had no radio-opaque marking nor was it an item that was ever counted. The towel was left in the patient.